Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 impact code and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: presence of calcification on the thv leaflets. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on evaluation of the provided imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. In this case, ''four years post-procedure, the patient presented dyspnea worsening for several days, the echo gradients were 68mmhg. Approximately after 4 years the valve has fibrocalcific degeneration'' and ''as per medical opinion, probably diabetes and obesity accelerated the degeneration process. And hipoexpansion of the anatomical annulus at the level of the anatomical annulus due to severe leaflet calcification''. Per information provided, patient had history of diabetes mellitus and class ii obesity. It is well known that patients with class ii obesity are predisposed to bioprosthetic heart valve calcification due to elevated cholesterol levels being implicated in the vascular calcification process. In addition, diabetes mellitus can also be a risk factor for leaflet calcification. Tissue calcification is a very common failure mode of structural valve deterioration (svd). As such, available information suggests that patient factors (diabetes mellitus) may have contributed to the complaint event. Technical summary is applicable to this complaint because valve calcification was contributed by patient factors. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device remains implanted.

Event description:
As reported, it was a case of a 26mm sapien 3 valve, in aortic position. Between the second and third year post-procedure, the echo gradient increased was 14mmhg to 25mmhg, in absence of symptoms. Four years post-procedure, the patient presented dyspnea worsening for several days. The echo gradients were 68mmhg. Approximately after 4 years the valve has degenerated.